Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and repeatability criteria. A review of the batch record for the lot did not uncover any non-conformances. Although the root cause analysis did not include return testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr results. Testing performed within minutes of each other. Reportedly, milking finger after finger stick, using one finger stick for multiple tests, sample not applied immediately after finger stick, added multiple drops of blood and touched finger to sample well. Therapeutic range 2.0 - 3.0 for the patient. There was no reported adverse patient sequela. There was no additional information provided.